Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they were having trouble keeping their balance for about the last 2 weeks. The pod they had on was worn for 4 to 24 hours on the abdomen. The patient had high blood glucose levels so they drove themselves to the emergency room. Patient had blood glucose levels of over 300 mg/dl. Patient was admitted to the hospital at that point. Patient was given tylenol, an injection of insulin and given intravenous fluids before being discharged.